Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a loss of communication between the insulin pump and the mobile application. The carelink connect application was not receiving data from the customer. Also, the customer noticed a significant discrepancy between the sensor glucose and blood glucose values, and the upload now was not working. The customer reported no adverse event. The customer reported the sensor glucose value of 200 mg/dl and glucose value was 0.00mg/dl. The event involved product(s) mmt-6102, mmt-7040ma, and mmt-6112. Troubleshooting was performed for difference between glucose values, and difference was not within the target range, but it was unknown whether the issue was resolved. Troubleshooting was performed for the carelink or server upload failure issue. The customer was unable to complete troubleshooting or receive instructions due to insufficient information to escalate. Troubleshooting was performed for carelink connect application was not receiving data. Instructions were provided to resolve the issue, no escalation required. No harm requiring medical intervention was reported. No product return is required for mmt-7040ma. It was unknown whether the customer will continue the use of the application. Product return is not applicable for non-physical devices mmt-6102, mmt-6112.